Manufacturer narrative:
Upon receipt, the lead was subjected to a functional analysis. The performance of the device under complaint was scrutinized, including a visual and mechanical inspection. During this analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.

Event description:
This device was removed due to dislodgement. It should be noted that the pt was in a car accident. There are no adverse events reported for this pt. The hospital retained this device. Should add¿l info become available this file will be updated.